Event description:
The customer reported the reservoir leaks past the first 0-ring. The customer tried several reservoirs and leaks occurred. Bg's were very high. Then the customer has changed the infusion set and bg's were coming down. Advised customer to use a proper technique.